Event description:
The home pt (hp) reported that the homechoice machine would over prime and would continue without alarming until the hp would push the "stop" button. The home pt was not connected to the set up at the time overpriming occurred. There was no pt injury or medical intervention.